Event description:
Caller reported compact plus system blood glucose results, all mg/dl: hi, which on the system indicates a result in excess of 600 mg/dl at 7:14am- reported being very thirsty 104 at 7:22am 107 at 7:24am 105 at 7:30am. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.